Event description:
The caller states; the rt said the vent shut down while on a pt. Biomed can not duplicate the problem and there are no error codes to support that info. Caller states no pt harm or change in therapy. The hosp bio-med, stated that the rt said the vent shutdown with no alarms, visual or audible, and remained that way until they changed out the ventilator. He said the rt stated that the lights flickered and other equipment in the room reset and resumed working fine, but 30 seconds later the 7200 went blank or turned itself off. The 7250 metabolic monitor remained on. Bio-med stated that all errors in memory were 7000 series errors. The mallinckrodt cse could not duplicate the reported event or condition. No parts were replaced and the ventilator passed all self testing. The ventilator is back in svc.